Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation: the visual and tactile inspection of the device revealed several bends at the spring tip and missing solder from the solder joint. Dimensional measurements were taken and all measurements met specification. The spring tip with missing solder was sent to the mtac lab for analysis. Their images revealed solder materials over the spring tip and core wire sections. There was no evidence of wear reduction on the unit's surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on 11/08/2011. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, the tip of the guide wire was elongated. The 90% stenotic lesion in the moderately tortuous proximal left anterior descending artery. When the 330cm rotawire guide wire was unpacked, it was noted that the distal tip had been elongated. The procedure was completed with another 330cm rotawire guide wire. No patient complications were reported and the patient's status is good. However, the returned product analysis revealed that solder was missing.